Manufacturer narrative:
The unit powered up properly after battery installation. Unit received with operating currents within specification. However, the unit was received with a corroded battery tube. Unit was monitored and no blank display anomalies were noted. Unit passed the self test, unexpected restart error test, rewind and displacement tests. However, the unit could not be primed during the prime/compromised force sensor system test and received motor error alarm during basic occlusion test due to faulty force sensor resistor. The unit was received with cracked case at display window corners and lcd window.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 179 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.